Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2131. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) fell on their back after snowstorm and believed the device moved. The patient also thought there was a possible micro crack on the device. Patient experienced electrical stimulation and pain like a tearing and stabbing pain in the device area. Patient movement makes it feel more worse, and it contracts their muscles. Boston scientific technical services (ts) discussed the patient must continue to work with their health care provider (hcp) as there can be some disruption in the chest wall with nerves that some can feel more than others. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) feel on the back after snowstorm and the device moved and stated there is possible a micro crack on the device. Patient experienced electrical stimulation and pain like a tear and stabbing pain in the device area. Patient movement makes it feel more worse, and it contract muscles. Boston scientific technical services (ts) discussed to continue to discuss with health care professional (hcp) as there can be some disruption in the chest wall with nerves that some can feel more than others. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) feel on the back after snowstorm and the device moved and stated there is possible a micro crack on the device. Patient experienced electrical stimulation and pain like a tear and stabbing pain in the device area. Patient movement makes it feel more worse, and it contract muscles. Boston scientific technical services (ts) discussed to continue to discuss with health care professional (hcp) as there can be some disruption in the chest wall with nerves that some can feel more than others. This device remains in service. No adverse patient effects were reported. Additional information received which indicating that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this implantable cardioverter defibrillator (ICD) feel on the back after snowstorm and the device moved and stated there is possible a micro crack on the device. Patient experienced electrical stimulation and pain like a tear and stabbing pain in the device area. Patient movement makes it feel more worse, and it contract muscles. Boston scientific technical services (ts) discussed to continue to discuss with health care professional (hcp) as there can be some disruption in the chest wall with nerves that some can feel more than others. This device remains in service. No adverse patient effects were reported.